Event description:
It was reported that subsequent to the implant of a protegen sling, the patient underwent surgery for urethral obstruction. During the surgery it was found that the sling had imbedded in the vaginal wall, and the device was removed at that time. The device was not returned for evaluation.